Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t271, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type; programmer, patient. (B)(4).

Event description:
The patient reported that he had not had therapeutic effect with his current implant. The patient had urgency. He had been on the same program and had tried increasing stimulation, which had not improved symptoms. He only felt a "tickle" in his left leg. The patient changed from program 3 to 4. Upon increasing amplitude to a baseline where the patient could feel stimulation, poor communication was encountered. The patient had not had it before. It was reviewed that antenna placement was the primary factor so it was re-positioned several times over the phone. The patient had an upcoming appointment with his health care provider (hcp). The indications for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that he had notified his physician and made an appointment on (B)(6). The doctor used his machine to fine tune his machine and refused to use patient's. The lack of therapeutic effect and urgency symptoms had not resolved. From the (B)(6) there was no change. From (B)(6) it was perfect. Sometimes it was better and sometimes it was not good. From (B)(6) and on it was not good. He went a small amount in the day time and went a lot at night. It was a cup and 1/2 at one time. The patient was not happy with the results. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that when the patient told their hcp about the lack of therapeutic symptoms, they didn't seem to know what to do. They said 2 leads weren't working and it was the same old story as last time. The steps taken to resolve the lack of therapeutic effect and urgency symptoms were that they adjusted it with their larger device and didn't use the patient's device. The lack of therapeutic effect and urgency symptoms had not been resolved.